Manufacturer narrative:
The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle tip was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, at a cutting time of 1:48 the needle separated from the microtip. The doctor was able to remove the microtip with the needle maintained inside the device; the needle did not stay in the patient requiring removal. The distributor noted that no side-to-side motion (technique) is suspected. There was a delay of less than 5 minutes while a second microtip was obtained and prepped. The procedure was completed with the second microtip. There was no harm, injury or complication to the patient caused by the failure.